Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that duirng an explant procedure the physcian experienced difficulty removing the competitor lead from this device. The decision was made to remove the device and competitor lead. A new device and lead was succesfully implanted. No adverse patient effects were reported.